Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was received with no damage in the external components. Upon cycling the device, it was noted to be empty and the lockout had been fired through. No functional test could be performed due to the condition of the returned device. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. No conclusion could be reached as to what may have caused the reported incident.

Manufacturer narrative:
(B)(4). Date sent: 2/1/2017. Batch # n93992. Additional information was requested but unavailable: how did device not fire properly? Did device jam (not fire clips)? Did device not feed clips? Did device drop or eject clip? Did device sideways feed clip? Did device fire malformed clip? Did device fire scissored clip? The analysis results found that the el5ml device was received with no damage in the external components. Upon cycling the device, it was noted to be empty and the lockout had been fired through. No functional test could be performed due to the condition of the returned device. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. Cause not determined could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure that the device would not fire correctly. The procedure was completed using a like device. No other information was available at the time of the call. No patient consequences were reported.